Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On opening the knee (B)(6) 2018 the knee was obviously infected. The tibial component was easily removed leaving the cement in situ. The femoral component was well fixed. All components were removed and a cement spacer inserted. Male patient initials (B)(6)., aged (B)(6) years; dob: (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.